Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sensor carelink additional investigation was performed for sensor updating/sg not available. Sensor performing as expected. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for cal error/ calibration not accepted. Calibration not accepted because bg was entered during the sensor updating period when no sg value is displayed. In order for calibration to be successful, user needs to enter bg when sg is available. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available alert, sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference, calibration not accepted. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7040a. Troubleshooting was performed. The insulin delivery was suspended due to sensor glucose and blood glucose difference. The customer was reporting a discrepancy between sensor glucose value of 50 mg/dl vs. Blood glucose value of 117 mg/dl. The sensor glucose vs blood glucose difference was more than 30 %, which was not within range. Advised to wait at least an hour and if bg is stable to calibrate. No further patient complications were reported. No product return is required for mmt-7040a.